Event description:
As reported by hosp, balloon catheter (maverick monorail) would not deflate although negative pressure was applied with the inflation device. Stent being used was an express2. There was no pt injury. The inflation device is being returned for evaluation.